Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that post colonoscopy, the patient experienced colon pain and bleeding. The bleeding worsened and the patient sought treatment the following day. Another colonoscopy was performed, but the source of the bleeding could not be found, as the colon was filled with fresh blood. The patient was sent immediately to another hospital and underwent colonoscopy again. The bleeding was found after 90 minutes and stopped with 3 clips; the patient was then hospitalized for one night. The physician that performed the initial procedure noted that there were no problems during the exam and felt the bleeding was due to biopsies and not a defect of the device. That patient recovered and was doing fine at the time of follow up.